Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps wire was stuck. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer noted that the fenestrated forceps became stuck during the procedure, making further manipulation impossible. The operator had to use another instrument, causing a delay of 15 minutes in the handling of the intervention.